Event description:
A malfunction code, identified as malf 12, was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). The customer received instructions from technical support on how to reset the pump, successfully followed these instructions, and continued using the pump.